Event description:
The event occurred during a diagnostic procedure. There was a 20 minute delay. No equipment fell inside the patient. No patient harm occurred.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section b5 was updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the main board issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to b3. The event date was inadvertenly omitted from the first supplemental report. Please see updates to b3.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of the screen being off while the power button remained on with continuous beeping was confirmed. The device evaluation found a motion alarm was activated on device start-up. When the power was turned off, there was no indicators lit on the front panel. It was reported that these issues were due to failure of the main circuit board. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, that while the power button of the high flow insufflation unit remains on, the screen in off with a continuous beeping. There were no reports of patient harm.